Manufacturer narrative:
Correction to date due: changed from blank to 5/4/2022.

Manufacturer narrative:
The device was received not deployed. The downloaded data shows the device completed first and second primer earlier than expected before deactivating at pulse 45. First prime was completed at pulse 21, earlier than expected. The downloaded data did not show any timeouts or drive stalls during the pod's run. However, abnormalities were observed in the rotational sensor data. Thus, the device was reset and paired with a master pdm to deliver a 5-unit bolus; the bolus was not delivered and the rerun data generated an 0x40 alarm, indicating safety sensor maximum open count exceeded. No timeouts or drive stalls were observed in the rerun data. The rerun data also replicated the abnormalities in the rotational sensor data. The drive mechanism was inspected and discovered a heavy presence of contamination on the commutator cap. Since the abnormalities in the original data replicated in the rerun, the contamination observed on the commutator cap caused the priming sequences to complete earlier than expected, which in turn caused the needle to not deploy.

Event description:
It was reported that the needle did not deploy. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.